Event description:
It was reported that a shaft break occurred. A 4.00 x 20mm synergy xd drug-eluting stent was used, however, during insertion the shaft cleanly broke up. It appeared to break at the transition point of hypotube and distal portion of stent delivery system. The detached portion was pulled out of the guide. The procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: synergy xd mr us 4.00 x 20mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The stent outer diameter was measured using snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks and a hypotube break 31cm distal to the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
It was reported that a shaft break occurred. A 4.00 x 20mm synergy xd drug-eluting stent was used, however, during insertion the shaft cleanly broke up. It appeared to break at the transition point of hypotube and distal portion of stent delivery system. The detached portion was pulled out of the guide. The procedure was completed with a different device. There were no patient complications reported.